Event description:
The report from clinical study (B)(4) for patient with ID #(B)(6) indicated that one year after the coil embolization assisted with vrd (enc452812/01418203, which was replaced by enc452812/01427228 during the surgery) due to resistance friction, six cashmere microcoil (lot unknown), two deltapaq microcoils (lot unknown), nine deltaplush microcoils (lot unknown) and competitor coils of the ba-tip aneurysm, and during the one-year follow up, the angiogram revealed an aneurysm growth of the treated aneurysm (median ba-tip where the enc 452812/01427228 was placed). The occlusion rate of the aneurysm at the time of one year follow up was 80% (it was 95% after the index procedure), and the aneurysm neck to sac ratio was 10.0mm: 12.0mm. Mrs was 0. The physician considered that it was a natural course of the symptom and no action was taken. The event outcome as of five months after discovery was ongoing/ unchanged.

Manufacturer narrative:
The (B)(4) indicated that during coil embolization procedure assisted with an enterprise vrd (enc453712), large resistance was felt while the enterprise was advancing the microcatheter (manufacturer unknown). The enterprise was replaced (enc452812/01427228) and the procedure was continued. During insertion, the enterprise introducer was completely seated in the microcatheter hub, and the y connector or touhy was closed after the introducer was correctly seated in the hub and prevent movement. A constant flush was maintained at all times through all the systems. After the event, the same microcatheter was utilized to complete the procedure. After removal from the patient, no damages were noted on either device (enterprise delivery system (distal tip (unraveled, stretched, kink, bend, fracture, etc), stent (strut uplift or deformed, etc), or microcatheter. The procedure was completed utilizing the new vrd enterprise without any patient injury. No further information was available. The patient¿s medical history consisted of renal disease, cerebral stroke and previous clipping surgery of anterior communicating aneurysm. There was no information provided regarding the previous clipping surgery. The unruptured saccular aneurysm neck was 7.5mm, and the neck to sac ratio was 7.5mm:10.6mm. The parent vessel size diameter proximal was 4.0mm and distally was 2.7mm. The act was 117 seconds pre anticoagulation and 361 seconds post anticoagulation. No information regarding inr, pt, and ptt. The occlusion rate of aneurysm was 95% after the procedure. At the time of one year follow-up, the aneurysm neck was 10.0mm, and the neck to sac ratio was 10.0mm:12.0mm. The parent vessel size diameter proximal was 4.0mm and distally was 2.7mm. The occlusion rate of aneurysm was 80%, mrs was 0. Antiplatelet therapy included aspirin 100mg/day, clopidogrel sulfate 75mg, argatroban hydrate 60mg, and heparin 5000u. Prior to implanting the vrd, two chaperon/terumo, 606-s255x(lot unknown) and traxcess/terumo were utilized. Other devices utilized during the procedure were, excelsior sl10/stryker(45°), echelon-10/covidien japan, six cashmere(lot unknown), two deltapaq(lot unknown), nine deltaplush(lot unknown), seven ed coils. No further information is available and procedural images are not available. There is no more information available regarding this event for now. The lot numbers of the implanted coils are not known; therefore a device history record review cannot be completed. Aneurysm recanalization after coil embolization is a known event and has been estimated to occur in anywhere from 5% to 38% of coiled aneurysms. Factors which may have a correlation with recanalization post coil embolization include neck size, packing density, and inflow angle. The instructions for use precautions that multiple embolization procedures may be required to achieve the desired occlusion of some vessels or aneurysms. As reported, aneurysm characteristics and incomplete intentional incomplete aneurysm occlusion appear to have contributed to the recanalization six months post coiling. The instructions for use warns that incomplete occlusion of vascular bed or territories may give rise to hemorrhage, ischemia, infarction, development of alternative vascular pathways, or recurrence of symptoms. There is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken. The catalog and lot number for the device was not provided, therefore the device noted represents unknown delatpaq. This is two of multiple products involved with this adverse event, which is associated with mfg report 1226348-2013-20007, 1226348-2013-20008, and 1226348-2013-20009.